Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4711 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the complainant had a powerpicc placed and removed due to an alleged infection about one month ago. The patient reports she had the PICC inserted on march 14th and removed on march 26th. She reports symptoms of pain and redness in the area of the PICC and a fever. The PICC was taken to be analyzed and the patient reports the results showed a bacterial infection and blood clot. The patient reports she received the PICC because her "immune systems is not working" so she gets a transfusion of immunoglobulin once a month. The patient was treated with antibiotics and a blood thinner and has recovered. This report addresses the blood clot.